Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted on: (B)(6) 2003, explanted on: (B)(6) 2011. Final analysis of the device revealed a motor corrosion and gear train anomaly; significant residue was observed on gear wheel 4 and 3 of the motor. Drug delivered via the device per analysis was intrathecal baclofen.

Event description:
The device was replaced. No information was provided. The pump was received and analysed.